Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier was used by an experienced operator and assistant during a robot assisted procedure. When they try to place a clip, the inner part of the hem-o-lock applier breaks and the small ball in locking mechanism detaches. Further information indicates no patient injury and the detached part did not fall inside the patient.

Event description:
It was reported that the applier was used by an experienced operator and assistant during a robot assisted procedure. When they try to place a clip, the inner part of the hem-o-lock applier breaks and the small ball in locking mechanism detaches. Further information indicates no patient injury and the detached part did not fall inside the patient.

Manufacturer narrative:
Qn#(B)(4). Upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. Root cause cannot be determined. One possible root cause is that the pushrod broke by overload due to improper assembly. No further measures will be initiated.